Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc-euphora rx ptca balloon catheter. It was reported that when an attempt was made to inflate the balloon inside the patient that a balloon burst occurred and the balloon ripped off inside the guide and was therefore removed from the patient. It was also reported that a marker band dislodged from the balloon. No patient injury is reported.

Manufacturer narrative:
Add info: the target lesion was in the lad. The device was being used for post-dilation. No resistance was noted during delivery or withdrawal of the device to/from the lesion site. The device was not inspected before use. The inflation pressure was 14 atm. When it was observed that the marker band was not in the right place and was not matching with the balloon, the balloon was deflated and the device including marker band was removed. It was reported that the marker band was in the same place but the balloon moved. The same size nc euphora was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.